Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected carcinoembryonic antigen (cea) result for one patient and erroneously elevated troponin (accutni) and ckmb results for another patient generated by synchron lx I 725 clinical system. The results were reported out of the laboratory. Repeat tests on the cea patient produced results above the normal reference range that better match the patient's clinical picture. Repeat tests on troponin and ckmb patient produced lower results within the normal reference ranges for both assays. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010 and the results were within the instrument specifications. Service was dispatched on (B)(6) 2010 for this event. A bci field service engineer (fse) performed a preventive maintenance (pm). During the pm, the fse found a damaged wash valve stator and a missing o-ring in the lower precision pump. These were corrected as a part of the pm. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.